Manufacturer narrative:
The insulin pump was received with normal operating currents and no blank display noted. All the buttons functioned properly and no moisture damage on keypad traces. The insulin pump had motor error alarm during rewind due to motor encoder signal out of phase. Analysis was unable to confirm motor position encoder error alarm due to erased history file. Analysis was unable to perform displacement test due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer reported that the buttons were unresponsive. The customer's blood glucose was 145 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to MRI. The customer stated that they were unable to check the alarm history due to blank display. The insulin pump will be returned for analysis.